Event description:
Operating cardiologist reported that taxus stent became malformed while advancing down severely diseased coronary artery. When he attempted to withdraw the stent system through the guiding cath, the stent was pushed off the deployment balloon. This occurred in the right femoral artery. Operating cardiologist determined best to wait for blood coagulation in case, vascular surgery was required. Three days later, operating cardiologit successfully retrieved floating stent from patient's right femoral artery during cardiac cath. Patient recovered and was discharged.